Event description:
Contact reported that an interbody spinal implant had dislodged posteriorly. The surgeon is watching the pt at this time but is not taking any further action. As surgical intervention may be required an MDR is being filed to document this event.